Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During inspection, the subject device became inoperable after a few seconds, which was due to a faulty main board. In addition, there were slight scratches on the top cover on the unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the high flow insufflation unit was experiencing intermittent shutdowns prior to an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is submitted, to provide the results of the legal manufacturer¿s investigation. The device history record (DHR) review and additional information regarding the event. The review of the DHR did not find any abnormalities or anomalies identified, during production. The device met all specifications upon release. The investigation determined, the likely failure of the loss of power was the faulty board. However, the investigation could not determine, the cause of board failure. Olympus will continue to monitor the field performance of this device.

Event description:
The failure occurred, during precheck. There was no procedure planned after the device was checked.